Event description:
Customer alleged while walker being used, the leg broke. No injury alleged.

Manufacturer narrative:
The consumer is a female whose age, height and weight are unknown. The consumers preexisting medical condition states that she is recovering from a knee replacement. The consumers stability and medication regimen is unknown. The dealer stated that the consumer was using the walker when the right front leg allegedly broke. The dealer stated that the consumer fell against the wall. No injury. RMA 8600094341 has been issued and the walker will be returned to invacare for an inspection and evaluation.